Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that the pedal became stuck. A rotablator rotational atherectomy system was selected for use. During procedure, it was noted that the foot pedal became stuck. The case was unable to be completed. No patient complications were reported.